Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and visually inspected. Visual observations revealed no anomalies on the device. When the trigger was actuated, the jaws open and close as intended. A sample rubber strip was placed between the jaws and when the trigger was actuated, the jaws bite on the test strip without any gaps. The device was functionally tested with an eiii needle several times and it performs as intended. This procedure was repeated approximately 15 times to ensure continuity of function and no anomalies were noted. This complaint cannot be confirmed and we cannot discern a root cause for the user to have experienced this issue. A batch record review has been conducted and the results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed a dissimilar complaint for this lot released to distribution. Based on the overall complaint rate and customer impact, at this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the (B)(4) complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
This is report 1 of 3 for the same event. It was reported by the sales rep that during a demonstration with the customer, it was observed that the tip of the expressew needle would break off each time his expressew autocapture was fired approximately five times. It was reported that this happened twice. It was reported that there was no patient involvement. A demo puck was being used. The gun is being returned for evaluation. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.